Manufacturer narrative:
The awareness date on the initial report submitted on (B)(6) 2015 should have been (B)(6) 2015 as that is the date that the company was reasonably aware of the reportability of the issue.

Event description:
It was reported by the hospital contact that after a 4mm tornado coil, a 5mm tornado coil, a 2mm hilal coil were successfully placed in the target lesion site, the complaint galaxy (B)(4) was inserted as the filling coil. However, the physician experienced a severe resistance at the distal side of the complaint prowler select plus (B)(4). The physician attempted to withdraw the galaxy, but he also experienced a severe resistance withdrawing it. The physician decided to remove the galaxy and the prowler together, and the galaxy was extracted from the prowler after they were safely removed from the patient. When the physician inspected each of the devices used in the procedure, he identified a foreign matter at the tip of a trupush ((B)(4), lot unknown), which was used to insert the tornado coils. For precaution, all the devices were replaced with new devices to continue the procedure, and after 3 more tornado coils (details unknown) were added, the procedure was completed without further issues. However, because of the event there was about 30 minutes delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the event. There was no unintended detachment of the coil observed in the mc. There were no reports of any damages to neither of the devices after use. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of the patient¿s mapca. The patient¿s sex and dob were unknown, whose vessels were moderately tortuous but not calcified.

Manufacturer narrative:
Concomitant devices: 4fr sheath introducer by unspecified manufacturer, a guide wire of 0.356mm outer diameter by unspecified manufacturer, a 4fr angiographic guiding catheter by unspecified manufacturer, and a dcs syringe ii (lot unknown), 4mm tornado coil, a 5mm tornado coil, a 2mm hilal coil, 3 more tornado coils - details unknown, galaxy (B)(4), prowler select plus (B)(4). Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.